Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dry mouth and urinary frequency. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer was having symptoms of dry mouth and urinary frequency; medical attention was not needed at the time of the call. Customer stated that she had taken 80 units of insulin. The product is not stored according to specification. The test strips are expired: manufacturer¿s expiration date is 04/30/2022 and customer was unsure of the open vial date. Coordinator had initially spoken with customer; call was disconnected when transferred to technician. Technician was unable to contact the customer via telephone; no further information was able to be obtained.